Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a total knee arthroplasty, while trialing the knee, it was noticed that a tibial articular surface provisional was cracked, another was opened and used to complete the procedure without incident or delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the anterior/medial side of the post. Heavy gouge marks were noted which are indicative of heavy use. Review of the complaint history determined that no further action is required as no were trends identified. The design history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.